Manufacturer narrative:
(B)(6). The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿secondary set c61 with a built-in phaseal¿ connector leaked at the cuff weld point line and the connector / spike location. Found during use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd phaseal ¿secondary set c61 with a built-in phaseal¿ connector leaked at the cuff weld point line and the connector / spike location. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: the defect of leakage for product code 515302 and lot number 1005467 was received for evaluation by our quality engineer team. Although physical samples were not returned for this incident, this defect has been previously investigated through samples of the same lot. Through the previous investigations, a computed tomography scan (CT) revealed a molding issue within the location of the spike component where the tubing connects. The molding defect is a result of a misaligned connection, causing one side of the component all to be thinner, resulting in leakage. DHR was reviewed for lot 1005467 and ncr 344/2017 raised to address relabeling activity. No production ncr-s ware raised during production that could explain issues costumer was describing. The review did not reveal any non-conformances during the production of the provided lot number that could have contributed to the reported defect of leakage. CAPA is assigned to vm team (B)(4) and investigation is ongoing. Further action has been initiated, in order to gain additional insight into this issue and to prevent its reoccurrence.